Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was overfilling the cartridge. Tandem technical support educated the customer on not overfilling the cartridge during load. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.